Event description:
It was reported that an alert posted to the physician latitude website indicating that this pacemaker was in safety mode. The patient reported symptoms of palpitations. Subsequently the device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. This device has been returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A field safety notice was delivered to physicians in june 2021 regarding ingenio el and crt-p devices that may initiate safety mode later in device life when the battery exhibits high internal impedance. Please note that this device family is no longer manufactured and these devices are no longer eligible for implant, as they have been replaced by a subsequent product family generation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the an alert posted to the physician latitude website indicating that this pacemaker was in safety mode. The patient reported symptoms of palpitations. Subsequently the device was explanted, and a new device implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.